Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 190 (mg/dl). The customer reported that they changed their site and the occlusion was resolved.